Event description:
Ivenix lvp(lvp (large volume pump) pump multiple patients and had a error message stop the pump without a alarm- happened with (B)(6) hospital go live in (B)(6). New pump put on patient yet this was not reported and patient was on critical drip with no alarm w/ error message- reported from clinician onsite I am not onsite. Pumps sent back to fk (fresenius kabi)/ivenix biomed team to evaluate yet no one reported any of the incidences. Multiple pumps had this issue. Do not have emr (electronic medical records) records of patients that were on the pumps at time of incidence.